Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2012, inratio: 3.3, lab: 8.0. Results done approximately 3 hours apart from one another. Patient's target therapeutic range is 2.0-3.0. Patient is a quadriplegic male with an ulcer and bleeding surgical wounds.